Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 229 mg/dl. The customer states the display would not return, after changing out the batteries, due to a low battery. Troubleshooting was able to return the display. However the customer history was reviewed and noted an unexpected restart. The insulin pump did pass the self-test. The device will not be returned for analysis.